Event description:
It was reported that during an unknown procedure, while retracting the bag with a stone in it via a small opening where the trocar was placed in before, the bag burst. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.